Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the tubing and that an occlusion alarm occurred. Customer performed a supply change to address both issues. Customers blood glucose was 230 - 240 mg/dl.